Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available. On october 15th, the user emailed dario again, requesting that we contact her in order to assist her with her bg reading issue. In light of the user's request, dario will keep trying contact the user to further investigate this issue. If new information is obtained, a follow-up report will be submitted.

Event description:
On october 1st, the user contacted dario to report high blood glucose (bg) readings. The user reported that she has been using the dario meter for the past four years, and that for the past two years, she has been receiving high bg readings. Due to the above the user stated that she purchased a non-dario meter, which she tested with and compared her bg readings with her dario meter, stating that her bg readings with the dario meter were incorrect.